Event description:
It was reported that the system 9800 displayed low ma errors and could produce poor images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the batteries, being in excess of seven years old, could no longer hold a sufficient charge. The batteries were replaced. The system was tested and found to be working as intended and placed back into service.